Manufacturer narrative:
Lot review: lot# 3207397 showed (B)(4) units were manufactured, tested, inspected and released in march 2016, there were no exception documents. Visual receipt: 10/24/2016 - on 10/11//2016 received one used ch2000s, spinning spiros, reported lot# 2844003. No mating devices were returned. The spin feature of the spiros had been activated. Functinal testing: a single used ch2000s spinning spiros was returned for investigation of premature disconnect from a syringe. No mating syringe was returned to evaluate with the ch2000s spinning spiros. The spin feature of the ch2000s spinning spiros was activated when returned and was spinning freely. Final analysis summary: the complaint of ch2000s spinning spiros premature disconnect from a luer lock syringe was unable to be confirmed. No mating device was returned to evaluate with the ch2000s spinning spiros. The spin feature was activated and spinning freely when returned for investigation. The residual disconnect was very low and would not contribute to premature disconnect from a syringe.

Event description:
Complaint received regarding one, ch2000s, spinning spiros, lot# 2844003 (mfd. April 2014). Report states, spiros was disconnected from a syringe (nipro 20ml). The user confirmed that spiros was firmly secured to the syringe and spun before use. Proper ppe was utilized. No adverse clinician or patient consequences reported